Event description:
From this date I experienced a lot of symptoms, and it seems that it's linked to my breast implants: articular inflammation in my left big toe, both shoulders and right hip and knee, articular stiffness, sjogren's syndome, raynaud's syndome, dry eyes, dry mouth, fatigue, polyarthralgias, tingling sensation in my left hand, muscular weakness and pain, gastrointestinal problems, brain fog, loss of memory, food intolerances, medication intolerances and allergies, I'm always cold, pain in throat and ears, lack of b12, vitamin d and iron, loss of hair, yellowed skin, high creatinine level.